Event description:
Device returned with report of "infection". Hcp provided that pt had developed a possible epidural abscess with an area of cellulitis in the skin. The pump was explanted as it was felt that these conditions would be a probable source of contamination of the pump.